Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/08/2014 with the following findings: the customer complaint of a residue on the display was not observed and could not be duplicated. The lens film was found to be fully intact with no evidence of peeling or residue; the display was observed to be clear and legible. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (display issue) issue. The reporter stated that the pump had sticky residue on the display from replacing the screen protector. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.